Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary #(B)(4) the proximal segment of the lead was returned to the manufacturer, analyzed and tested out of specification. The outer insulation had breach depression. The outer insulation had cosmetic depression, cosmetic environmental stress cracking and was cut. The proximal conductor had blood/body fluid (not obstructed). Concomitant products: product ID d154awg implanted: (B)(6) 2009; product ID 6947 implanted: (B)(6) 2009. (B)(4).

Event description:
The lead was returned to the manufacturer, analyzed, and tested out of specification. No patient complications have been reported as a result of this event.